Event description:
Surgeon reports that during colonoscopy..."there was a polyp about .5 cm in diameter at the 50 cm mark. This was removed using snare technique. At the time of cauterizing it, the snare on one end broke and sprung open and caused a burn at about 90 degrees away from the polypectomy site. No evidence of any perforation. The or supervisor was notified and we are going to notify the company. There is no piece of metal left behind. "======================manufacturer response for polpyectomy snare, rotatable snare medium oval - medium stiff (per site reporter).======================manufacturer asked that product be returned for evaluation by quality management.